Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Even though the device was reprogrammed, the ventricular sensing thresholds are low. When the patient moves the shoulder, oversensing is still observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.